Manufacturer narrative:
Additional information was received that the patients leads were threaded in the space between the spinal cord and the dura layer. It was also reported that the patient had difficulty walking and had some numbness in two different areas. The patient has been discharge and was able to walk using walker, but the deficit was there.

Event description:
A report was received that the patient was experiencing shocking sensation. It was also reported that the right lead picked up an uncomfortable and intense sensation. The patient had myelogram and it was determined that the percutaneous leads were inside the spinal cord which caused deficit in patients ability to walk. The patient underwent explant. The patient was doing well postoperatively however patient will remain in the hospital.

Manufacturer narrative:
Model number / catalog number: sc-2317-70, serial number: (B)(4), batch / lot number: 20793424, model / catalog description: infinion cx lead kit 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shocking sensation. It was also reported that the right lead picked up an uncomfortable and intense sensation. The patient had myelogram and it was determined that the percutaneous leads were inside the spinal cord which caused deficit in patients ability to walk. The patient underwent explant. The patient was doing well postoperatively however patient will remain in the hospital.